Event description:
It was reported that the patient experienced pain. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20047328.